Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protégé stent with a spider fx embolic protection device during a carotid artery stenting procedure. It reported at the end of the procedure post stent deployment, the physician attempted to advance the dual end catheter in order to remove spider fx but the catheter could not be advanced resulting in the spider fx being unable to be removed. The physician then realised that the protégé stent was observed to be curved inwards resulting in less space for the catheter to be passed through. The procedure was converted to open surgery and the spider fx successfully removed from the vessel distal from the stent placed. The patient has recovered, and there was no adverse outcome for the patient.